Manufacturer narrative:
The technician replaced the brake and brake/steer caster to resolve the issue.

Event description:
The technician alleged the brakes were ratcheting and would hold. No pt impact.